Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Article and guidance document attachments are too large for medwatch submission. Attachments are too large for medwatch submission. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "treatment of periprosthetic fractures around total hip arthroplasty with an extensively coated femoral component" written by michael moran published by the journal of arthroplasty vol. 11 no. 8 december 1996 was reviewed. The article's purpose was to report on 4 cases of the use of a depuy solution stem to treat periprosthetic fracture (original implant unknown) that have reached a 2 year follow up period. It is assumed that the femoral head and new liner and cup were also depuy products. It is noted only case no 2 had an adverse event after the depuy product was implanted. This was cases a (B)(6) man that experienced a dislocation 4 weeks post implantation. A revision was performed with a new 20 degree liner. Depuy products utilized: solution stem, femoral head, liner and cup. Adverse event: dislocation (treated by revision with liner exchange only).